Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis confirmed a lead-on-lead insulation abrasion exposing the rate sense and distal high voltage lumens approximately 526-545mm from the terminal pin. Due to the type of abrasion it was most likely due to lead-on-lead interaction coupled with movement.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed low out of range impedance measurements. The patient had received an inappropriate shock. Normal shock impedance measurements were displayed. Sensing measurements were 1.5 mv. Approximately two years earlier, the patient had heart surgery and impedance/sensing measurements had decreased, however were within acceptable range. As the data revealed consistent trending data, a decision will be made regarding lead revision. No adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported. Upon removal, visual observation revealed insulation damage close to the distal coil. The lead will be returned for analysis.

Manufacturer narrative:
(B)(4). As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.